Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information revealed that the patient was unhappy with their system and requested an explant. In turn, surgical intervention was undertaken wherein the system was explanted.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was scheduled for an explant for an unknown reason.